Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed distorted characters. Also, device had a dot in the center of the monitor screen and displayed error message codes "status 41", "status 42", and "cable fault". The complainant indicated that there was no pt involvement in the reported failure.